Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes output, telemetry, capture and sensing anomalies. There was no communication with the device and no magnet response.